Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed battery limit low. Customer stated they had changed the battery twice and they treated with manual insulin injections. Advised customer new battery cap will be sent and to monitor device. Customer's blood glucose level was 463 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.